Manufacturer narrative:
The post market clinical staff reviewed the provided medical records. Based on the 10 pages of medical records information it appears that on (B)(4) 2014, the patient's family brought him to the ER due to altered mental status with memory loss and sleeping more. The patient was found to be lethargic but arousable. It was discovered that the patient was not dialyzing using his prescribed pd prescription at home. While admitted to the hospital he received vigorous pd treatment with good fluid removal. Due to the patient's altered mental status, he was converted to hemodialysis while in the hospital and responded well to his treatments. As the patient was not complaint with his pd treatments at home, there is no relationship between the liberty cycler and the patient's event of altered mental status. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Review of the patient's medical records revealed that a patient was admitted to a hospital on (B)(6) 2014, due to altered mental status with memory loss and sleeping more. The patient was found to be lethargic but arousable. Vital signs were: bp: 140/78, respirations: 16, pulse: 62 and regular, temperature: 98.5. His pupils were reactive to light. His abdomen was soft and non-tender with clean exit peritoneal dialysis (pd) catheter site. There was no pedal edema. The patient's lorazepam, keppra, and neurontin were hed. He was monitored on telemetry with a plan for neurological consult. (All narcotics, analgesics and benzodiazepines were placed on hold). During the patient's hospital course, he was transferred to the intensive care unit due to altered mental status and respirator insufficiency. He also had fluid overload. He was not doing his peritoneal dialysis (pd) treatments with appropriate fluid removal after which his respiratory and neurologic status improved significantly. It was discussed with the patient and his family that he would do better if he was converted to hemodialysis. He underwent a perma-cath placement, arterial-venous fistula placement and removal of his pd catheter. He was started on hemodialysis while hospitalized and tolerated the treatment well with appropriate fluid removal. His blood pressure and blood sugars were also better. He was also diagnosed with obstructive sleep apnea.